Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the insertion site was the left internal jugular vein. The catheter would not stay connected to the tunneler. The catheter was removed and another catheter was inserted successfully into the same insertion site. The therapy was not delayed or interrupted. There was no injury or complication to the pt.